Event description:
It was reported that several infusion sets were occluded and prevented insulin from passing through. The customer also reported that the insulin pump alarmed no delivery. He stated that he experienced high blood glucose levels. He also observed insulin leaking from the insertion sites as well. The customer did not provide the blood glucose reading, as the call had a bad echo. Callback attempts were made to address the issues, but no contact could be made with the customer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.